Event description:
The customer reported a tubing set had a balloon in the silicone segment. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.